Event description:
Pt arrived for MRI of left knee. Her leg would not fit extremity coil; therefore, (2) two flex coils and a dual adapter were used. After the second sequence, pt complained of "burning" at medial aspect of her right ankle. Pt was removed from scanner and evaluated. Pt's skin was erythemic, about 1 inch long and 1/2 inch wide; the coil felt warm. A physician saw the pt, and the pt was instructed to apply neosporin if the area blistered. A follow-up call was made to the pt on 7/1/99. Pt stated her leg was better and the red area was gone.